Manufacturer narrative:
(B)(4), date sent: 10/7/2021, d4: batch # u40u42. H6: component code: others (g07). Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined the b12lt device was returned with no apparent damage. The device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. No problems were found related with seal issue. The event described could not be confirmed as the device performed without any difficulties noted and no product defect was identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following: "caution: to insufflate, attach a gas line to the stopcock on the trocar sleeve and open the stopcock. The seal system maintains insufflation in the absence of an instrument in the sleeve." As part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent: 10/7/2021. H2: device evaluation. H2: device evaluation: investigation summary. The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined the b12lt device was returned with no apparent damage. The device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. No problems were found related with seal issue. The device was found intact. The reported issue by the customer was not found. The event described could not be confirmed as the device performed without any difficulties noted and no product defect was identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following: "caution: to insufflate, attach a gas line to the stopcock on the trocar sleeve and open the stopcock. The seal system maintains insufflation in the absence of an instrument in the sleeve." As part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain additional information and to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a hysterectomy procedure, when the trocar was used, the inner membrane had an issue. Used another similar product. There was no patient consequence.